Event description:
It was reported that the stylus touch pen on the programmer was not functioning properly. The pen was changed out but the situation did not resolve. ("Cursor was still 'miles' away from where it should be"). The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus touch pen was not functioning properly and therefore the overlay/bezel assembly was replaced and the stylus calibrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.